Manufacturer narrative:
Since the complaint in question was submitted to hamilton medical ag almost 2 years ago, no attempts will be performed to obtain additional information. No further investigation or correction will be performed except those mentioned above. In future hamilton medical ag will report an event similar to this issue as it will be deemed a reportable event. The allegation in this complaint was confirmed to be a complaint. With this investigation it has been confirmed that the device failed to meet its specifications at the time of the event during the ventilator startup. Nevertheless, a clear root cause was not determined. The affected power supply board was maintained, and the issue was solved. There was no reported patient or user harm.

Event description:
The report from hospital say: on (B)(4) 2021, the nurse in the department routinely checked the ventilator, and found that a machine showed red screen and alarm, and could not be started up normally raphael color made in 2008.